Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 25 mg/ml morphine at a dose of 7.495 mg/day and 10 mg/ml bupivacaine at a dose of 2.998 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was having a posterior spinal fusion and the catheter was cut upon exploration. A connector pin was placed to reattach the catheter. The catheter revision was required during a concurrent procedure. The issue was resolved and the patient status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.